Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a prong on the inserter came off during insertion. The fragment was observed during an x-ray image acquisition. It was noted that the fragment was removed via suction and that no foreign bodies remained in the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.